Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this device was unsuccessful as the programmer was not recognizing the device despite repositioning the wand multiple times. No adverse patient effects were reported.